Event description:
It was reported that in recovery following implant the pt was not receiving stimulation and impedances were out of range. The pt was brought back for revision eleven days later. The lead was disconnected from the neurostimulator, cleaned, reinserted, and tightened. The stimulator was put back in the pocket. The system was checked and impedances were out of range. Also tested each bipolar pair, turning voltage to 10.5 with no paresthesias felt by the pt. The lead was disconnected and attached to a snap lid screening cable. All impedances were within normal limits and the pt had perfect stimulation. A new stimulator was implanted and hooked up to the lead. All impedances were normal and the pt had perfect stimulation.

Manufacturer narrative:
The stimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.